Event description:
Related MFR report number: 2017865-2024-01670. A patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were received. Return documentation indicated that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found an external abrasion noted at 5.7cm to 5.9cm from the connector pin and an external abrasion breaching the right ventricular lumen exposing the cables at proximal region due to friction to the device can noted at 27.5cm to 28.5cm from the connector pin.